Event description:
Indication: age-related osteoporosis without current pathological fracture. Patient reports has had multiple problems with medication, and is not satisfied. Currently having issues getting needle off, needle is now bent and unsure what to do. Unknown if md aware. No further information provided or if device is available.